Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling. Unknown device physical damage/abuse. Unknown delay of therapy. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number; corrected. H3 and h6. Codes: updated. One device was received for analysis. The complaint was confirmed. The device failed to cycle during cycle test. The cause was a stuck vent o-ring. Replaced stuck vent o-ring and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.